Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, upon removal, it was noted that the distal edge of the stent strut was lifted. The procedure was completed with a 3.0/38 non-bsc stent. No patient complications were reported.